Manufacturer narrative:
Product complaint # (B)(4). Investigation summary examination of the returned instrument confirmed the complaint. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H10 additional narrative:

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Head trial¿s debris fell off. It was reported that during the tha surgery, noted the head trial debris fell off. "Keeped" using the devices to complete the operation. There were no adverse consequences to the patient. The product is total new one and 1st time used. The hospital has used our products for about 10 years, sterilization methods also were not changed. No additional information could be provided.